Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal morphine 20 mg/ml at 9.599 mg/day via an implanted pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported the rep was at the hospital now with the patient. The patient was due for a refill tomorrow ((B)(6) 2019) however the nurse came in to refill the patient¿s pump on the date of this report. It was reported the nurse had filled what she thought was inside the pump about 20 ml however then realized it felt like the drug went subcutaneous instead of in the pump. It was noted there was a little swelling around the pump pocket. The reason for call was to review the pump programming. It was noted the nurse did not update the pump yet and the rep wanted to know if the reservoir volume would reflect the actual volume in the pump (to determine if the pump was actually filled) or if it would it show as the same volume before refill (2.4 ml). It was reviewed the pump only knew what it had been programmed so if they had not updated the pump today then the reservoir volume should still read 2.4 ml. It was reviewed the only way to confirm if any of the drug went in the pump would be to aspirate it. Further information was not provided. No further complications were reported/anticipated or expected.